Manufacturer narrative:
A steris technician arrived onsite and found that the steam hose fitting became loose from the connection point subsequently allowing water to leak onto the floor and the control box causing a power shortage to the unit. The technician tightened the steam hose fitting, replaced the necessary components, ran a test cycle and found the unit to be operating in accordance to specifications. The unit was installed at the customer's location in 2001 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported the reliance 444 washer was leaking water onto the floor. No report of injury.